Event description:
Product description: wheelchair. Attorney alleges that end user was being pushed up the ramp which leads to the front door of his home in rented wheelchair when chair back broke, which in turn caused user to fall backwards, causing wheelchair to flip backwards and user fell out of the chair into the ground causing injuries.